Event description:
Low bias advia centaur folate results were observed by the customer with controls and patients when switching to reagent lot# 211 from lot# 210. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant folate results.

Manufacturer narrative:
The cause for the discordant folate results is unknown. Siemens healthcare diagnostics is investigating the cause of the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. (B)(6) 2012: additional information: siemens performed an investigation and internal testing was performed evaluating folate reagent lot#s 210, 211 and 212. The internal data did not confirm the quality control bias or the patient bias that was observed by the customer. Recommendations were made to ensure that the instrument reagent probe wash bowls were cleaned weekly, reagent packs are mixed for an extra 30 seconds after the solid phase is resuspended and that the temperature of the laboratory is monitored. The customer continues to use folate reagent lot# 211 at this time with acceptable performance.